Manufacturer narrative:
The hakim valve was not returned for evaluation (remains implanted) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. It was not possible to investigate the device and it was not possible to determine a root cause as no defects were reported for on the device. As noted in the complaint: wrong placement if additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a case from a clinical study (B)(6). On an unreported date, the patient underwent implantation of a hakim programmable valve product ID and lot number not reported). On (B)(6) 2015, the patient initiated treatment with bmn 190 (300 milligram, qow, icv). The most recent dose was administered on (B)(6) 2018. On (B)(6) 2018, the subject's icv was replaced. On an unreported date, magnetic resonance imaging confirmed the device was placed in the wrong position and on (B)(6) 2018 the patient had a revision to correct the placement of her icv device. No additional treatment for the event was reported. No action was taken with bmn 190 due to the event.